Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The reported device was not returned as there was no adverse event identified by the treating physician and the device was discarded per the hospital's procedures. While the results of the investigation are inconclusive, there was no evidence that the visual observation of thrombus was the result of the use of the orbital atherectomy device or that it caused or contributed to an adverse event for this patient. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A study core lab reported a visual observation of a thrombus during their image review of a protocol-required optical coherence tomography (oct) image set following a coronary atherectomy procedure using a csi orbital atherectomy device (oad). The procedure was completed with no adverse events or angiographic complications reported by the treating physician.

Event description:
The location of the thrombus was at the distal reference vessel. No thrombus was observed via angiography.

Manufacturer narrative:
Per physician review, this observation of thrombus was not associated with any adverse event to the patient and was a sub-clinical finding associated with the intravascular imaging core lab analysis required as part of a clinical trial. Based on this review, this event no longer meets the definition of a reportable serious injury. Csi ID (B)(4).